Manufacturer narrative:
The reported event for icy catheter (lot no 83534) was not confirmed. A visual inspection of the returned catheter was performed and found no physical damage. The balloons were examined and there were no tears, balloon bond detachment or rupture noted. Noticed blood had accumulated / dried up on the balloons. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance, except the distal and medial ports were clogged with blood. The catheter was connected to a pressurized inflation device, the balloons fully inflated when pressurized up to 100 psi without any issues. The balloons did not leak during inflation and deflation. No leak was observed. During manufacturing, all catheters are 100 % inspected for leaks by subjecting them to pressure testing. Only units that pass are moved to the next process. Historical complaints were reviewed for information related to the reported complaint and there was one similar complaint reported for the icy catheter with lot no 83534. Ccr 41966 reported on (B)(6) 2018 and it had pin hole leak.

Event description:
As reported, the user observed leak in the icy catheter (lot no 83534). No other temperature management procedures were performed. No known impact or consequence to the patient.